Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. This device can remain permanently implanted.

Event description:
According to the notice received by way of a civil action complaint filed on august 31, 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2012. The patient had a CT of the abdomen and pelvis done by dr. (B)(6) approximately 5 years later, on or about (B)(6) 2017 which allegedly revealed the filter had tilted within the inferior vena cava with the superior tip close to the wall of the inferior vena cava above the filter, as well as, three legs of the filter had perforated the wall of the inferior vena cava, with one leg contacting the right gonadal vein, one leg contacts or comes near the superior mesenteric artery and one leg contacting the spine. The doctor also states in his report that there may be an element of thrombosis and scarring of the inferior vena cava below the ivc filter. The patient alleges ¿significant injuries¿ including the perforation of the filter which may require additional medical care and hospitalization, as well as, the implanted filter poses ¿increased and continual risks of complications¿ which have led to severe fear, stress and anxiety and loss of enjoyment. Argon¿s attorneys are attempting to gather additional information.